Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus iberia service center. During the evaluation/investigation at the service center, the reported error message e433 could not be reproduced and was also not found in the error log. This message, which is triggered by the generator¿s safety system, can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. The cause for the occurrence of the error message could not be determined in this case. However, error message e214 occurred when the device was turned on during the evaluation/investigation at the service center. This error message is triggered if the batteries are depleted or removed. The hf generator also shows distinct signs of an unauthorized third-party manipulation. The cable tie which is securing the batteries was found cut. Therefore, and because only error e214 was found in the error log, it must be assumed that an unauthorized person removed the batteries. Thus, this case is attributed to user error and will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date, the esg-400 hf-generator issued error message e433. The intended procedure was successfully completed with another similar device but the exchange of the devices caused a significant delay.